Manufacturer narrative:
Per tandem¿s t: slim x2 with control-iq user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the pump supplies were changed to address the issue. The customer overfilled the cartridge with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose was 215 mg/dl.